Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 5. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events on (B)(6) 2025 where infusion set tubing was detached from connector. The issues occurred with five infusion sets. The blood glucose level of the patient was over 500 mg/dl which was treated with correction bolus via pump. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.